Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity.¿ this report is number 2 of 2 MDR's filed for the same event (reference 1825034-2015- 01482 / 01483).

Event description:
It was reported patient underwent a right partial knee arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2012 due to unknown reasons. All components were removed and replaced with a total knee system. A further revision procedure has been indicated due to a loose tibial tray; however, no revision procedure has been reported to date.